Event description:
It was reported that the device was used during a radical retropubic prostatectomy, the device would not fire. They pulled another device to complete the case. There was no patient consequence. One device being returned.

Manufacturer narrative:
H6: damaged cartridge cover. H3. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover cracked. However, the instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was functional. No firing issues were found. Although no conclusion could be reached as to how the cartridge cover became broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.